Event description:
The device is a demo unit. During a demo of the AED 10, a loud popping noise was heard.

Manufacturer narrative:
The device has been received, but add'l time is required to complete the investigation. Upon completion of the investigation, a supplemental will be submitted.